Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical manager reported a piece of plastic that came out with the intraocular lens (iol) in a cartridge. The reporter is unsure if the plastic came from the lens or the cartridge. The surgeon is leaning toward the cartridge. There was patient contact but no harm, and the surgery was completed with a new lens. This report represents the cartridge.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified 20.0 diopter intraocular lens implant (iol). The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).